Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 470 mg/dl. Customer stated that the insulin pump did not alarm no delivery. Customer unable to breath, felt sluggish and nauseated. Diagnosed diabetes ketoacidosis. Customer was hospitalized for four days. Nothing further reported.